Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient started leaking again and presented urethral atrophy. All components were removed and replaced. The doctor reduced the cuff size of the artificial urinary sphincter (aus). According to the physician, the patient had the previous implant about seven years ago.